Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on or about (B)(6)2008. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6)2008- patient was diagnosed with multiple incisional hernias thereby underwent open repair with implant of composix kugel mesh. (Note: there is no operative notes provided for this procedure) (B)(6)2013- patient was diagnosed with incisional and recurrent hernia, thereby underwent laparoscopic repair with explant of composix kugel mesh, implant of unknown synthetic mesh. Per op notes, ¿the composix kugel mesh was noted and adhesions of omentum were seen with the mesh and the mesh was found to be not incorporated. The mesh was excised from the abdominal cavity which revealed a fascial defects in periumbilical region. An unknown synthetic mesh was placed and sutured¿.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier and PMA/510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no.), d.6b (date of explant), g1, g3, g6, h2, h6, h10, h11. Corrected fields: d1 (brand name), g4 PMA/510(k). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on or about (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.